Manufacturer narrative:
(B)(4). Sample was received for evaluation. A crack at the pressure and inhalation ports was confirmed. During visual inspection of the sample it was confirmed that the unit received was made of polycarbonate. The "y" port was measured, and was found to be within specifications. Parts were assembled in the inhalation and exhalation ports, and they fit well and were not disconnected. Therefore, a possible root cause of the disconnection is the crack that is present in the sample provided. For the cracking condition; an internal project has been initiated to conduct an in-depth investigation of the issue to determine the most probable root cause and identify required actions to prevent future occurrences.

Event description:
Carefusion's sales representative called on the customer's behalf to report that the "y" connecter on the circuit allows tubing to become disconnected due to loose fit.  Customer additionally indicated that sometimes the fit is so loose it is obvious prior to use. However, sometimes the circuits appears fine, is setup and in use on a patient, and some point later (during use) the circuit becomes separated from the "y" connector.  No patient injury was reported.

Manufacturer narrative:
(B)(4): customer reported that the sample is available for evaluation. Upon completion of carefusion's investigation, a follow up medwatch will be submitted.